Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected inappropriate therapy when their implantable cardioverter defibrillator (ICD) delivered shocks for supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.